Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual states that hematoma and perforation are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a lesion in the proximal and mid right coronary artery. Radial access was obtained, and a 6fr introducer was used. The rca had proximal tortuosity requiring maximum guide catheter and wire support. There were two lesions in the proximal and mid segment. An ivus catheter could not be advanced. Pre-dilation was performed with a 2.0mm balloon in the proximal vessel. Thereafter, the oad was advanced for low-speed treatment of the mid lesion. During treatment of the mid lesion, audible feedback did not indicate engagement of calcium. Treatment was stopped. Angiography then revealed a contained hematoma/perforation. The procedure was continued with angioplasty and stent planned placement to resolve the injury. The patient was stable.